Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Pocket manipulations were performed; the noise was reproducible and increased pacing impedance was noted. The rv lead was replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that imaging was performed; no anomalies were noted. The rv lead was capped and replaced.